Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed an infection. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g2, h6 (patient, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2023, a port was implanted via the right internal jugular vein for chemotherapy for esophageal cancer. Approximately two months and twenty-four days later, on (B)(6) 2023, the patient developed serratia marcescens bacteremia, which was confirmed through blood culture. It was additionally reported that the patient also experienced sepsis. Subsequently, the port was removed on (B)(6) 2023. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. The medical record alleges that the patient underwent powerport implantation via the right internal jugular vein for chemotherapy treatment of esophageal cancer, with proper placement and no immediate complications. Approximately two months twenty four days later, the patient developed a serratia marcescens port related infection with bacteremia, leading to surgical removal of the port. The device was removed completely, the pocket was irrigated, and the procedure was completed without complications. Therefore, it can be confirmed that the patient had experienced bacteremia. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2023, a patient was implanted with a port via the right internal jugular vein for chemotherapy related to esophageal cancer. Approximately two months and twenty-four days later, on (B)(6) 2023, the patient was diagnosed with serratia marcescens bacteremia, which was confirmed through blood culture. It was additionally reported that the patient was also diagnosed with sepsis. Subsequently, the port was removed on (B)(6) 2023. However, the current status of the patient remains unknown.